Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with moisture visible in the display lens. There was no damage found to the returned battery cap and it was able to fully secure to the pump. The battery compartment was cracked. The pump had no audio, no vibration and the display screen remained blank; therefore, the black box and alarm histories could not be downloaded. The leak test failed due to a battery compartment leak. The pump cover was removed and internal moisture was observed. The keypad was lifted near the ok button, but the keypad functions could not be performed due to no power. There was no contamination found under the button contacts when the keypad cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.